Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-sep-30, information was received from a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and 3 failed back surgeries. It was reported the patient was hospitalized due to unrelated medical conditions so they were not able to go to their healthcare professional (hcp) office for a refill and their pump went completely empty. The patient stated they were slowly titrating their medication however they were in pain and could hardly walk.